Manufacturer narrative:
Eval codes: results: (other) - missing windows a, b, c & d that match this canopy's serial #. Returned was two small windows with other two serial #s. Inspection on those windows show that the right side c on the left leg the elastic is cut. On the canopy portion of the large window a the zippers slider body is open. On the canopy portion of the large window b opening the zippers slider is missing.

Event description:
It was reported that a posey bed - acute care/ltc model 8050 has two windows in the canopy that has tears in them. No pt injury reported. Posey advised the customer to put the canopy immediately out of use and to send in the entire unit.